Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred (B)(6) 2008. A subsequent revision procedure was performed (B)(6) 2010 due to disassociation. Head and cup were removed and replaced. An additional revision was performed on (B)(6) 2010 to remove and replace the head and cup due to dislocation. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred (B)(6) 2008. A subsequent revision procedure was performed (B)(6) 2010 allegedly due to disassociation. The modular head and acetabular cup were removed and replaced. An additional revision procedure was performed on (B)(6) 2010 allegedly due to dislocation. The modular head was removed and replaced and a polyethylene acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02235, 02238 / 02240). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.